Event description:
It was reported that the patient thinks her personal diabetes manager (pdm) is delivering uncommanded bolus'. The patient states that she went golfing and had her controller in her pocket, the controller was said to be locked. While on the course she experienced a low glucose level and states she had to treat for approximately 4 hours before her glucose came back up. She noted that the last bolus was 9 units and she is certain she did not deliver it. The patient states she did not deliver the boluses noted in the table below. 6:38 am bolus 3 units (0 carbs, bg n/a), 6:42 am bolus 9 units (0 carbs, bg n/a), 6:57 am bolus 9 units (0 carbs, bg n/a). However, our investigation is unable to determine how the boluses were commanded- by user or other means due to the absence of further data available from the log uploads. Granular detail is maintained in the log for a limited time, then the data is overwritten. Insulet reminded the patient to write down all settings and that adaptivity will start over with a new controller.

Manufacturer narrative:
The customer reported that on (B)(6) 2023 (date of occurrence), the controller delivered 3 uncommanded boluses: 3u, 9u and 9u. The history details on physical controller showed that on (B)(6) 2023, 3 boluses were delivered at 6:38 am (3u), 6:42 am (9u) and 6:57 am (9u). The user enabled activity mode at 6:13 am i.e., 25 minutes ahead of the 3u bolus delivery indicating user interaction with the controller. It was also seen that after the 3 bolus deliveries the user interacted with the controller frequently to enable, disable or cancel activity mode. No carb values, cgm readings or bgs were used for these 3 boluses indicating that the user manually adjusted the bolus value. The log files were overwritten and contained information from (B)(6) 2023 onwards. The phb audit logs showed that the agc algorithm functioned as intended and adapted the basal rates based on the egvs and user inputs. During testing, the controller was paired with an unused pod. A 5u manual bolus was delivered and no issues were seen. Also, no discrepancies were seen with bolus calculations and bolus deliveries when boluses were delivered with only carb value entry, only bg reading entry and a combination of carb value & bg reading entry. Although it can be confirmed that the boluses were delivered and that they were manually adjusted, without the log files from the date of occurrence it could not be determined if the user interacted with controller for these 3 bolus deliveries. The exact cause of the reported event could not be determined.